Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 4. The patient's drain volume was 4342ml. The largest prescribed fill volume was 2500ml. This meets iipv criteria. According to the nurse the patient did not report an overfill event, however, she did mention having issues with her cycler. The patient did not report any drain volumes or any overfill symptoms. The patient has received a new cycler and has resumed therapy. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through via telephone call from (B) (4) sales representative. A device history record review is currently in process. Requests were made via e-mail for the device, operative report, and additional information, however, no additional information was provided, device was returned for evaluation; however device evaluation is anticipated, but not yet begun.

Event description:
Reportedly (B) (4) sales representative picked up two explanted valves from (B) (6) a few weeks ago. He has no idea where they were from, or when for sure they were explanted. No additional information was provided. 02/22/10 received device, it is a 7000tfx, 29mm, (B) (4). Also, please reference complaint (B) (4) for other device received along with this one. MDR report number for (B) (4) is 2015691-2009-12312.

Manufacturer narrative:
Evaluation summary: characteristic markings on the valve indicate a suture was looped around commissure 1. Suture track and permanent indentations were present on the free margin and cusp of leaflets 1 and 3. These indentations were most likely left by a suture that was tied tightly down and against the posts at the cusp 1 commissure, thus leading to a gap at the coaptation region. No visible inconsistencies were noted in the x-ray. A line in blue ink marked the cusp area of leaflet 1 at commissure 1. (Model# 7000). X-ray. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.